Event description:
It was reported that the customer had a motor error alarm while delivering a bolus. Customer stated that one month ago, they had an x-ray, but the technician stated that it would not be exposed. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised that the pump will also need to be returned. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.